Event description:
Implant done 7/82. One week prolactin level 171, bloody diarrhea, arthritis, chronic fatigue, cognitive dysfunction, photosensitivity, shortness of breath, undifferentiated connective tissue disease, petechiae, "cerebellar cuff tendon dysfunction," capsular contractures, implant rupture, and elevated serum igm.